Event description:
It was reported that the customer was in the hosp due to low blood glucose levels. Advised the caller that info could not be shared with him due to hippa privacy laws. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.